Event description:
It was reported the device will not stay on, even with a new battery. Follow-up information received determined there was no patient involvement. The condition was found during a preventative maintenance check.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery release, heart lead flex, and upper and lower cases were also found to be contaminated. Two side bail covers were broken, and one side bail was missing.